Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with of insulin during the load sequence. The customer was unable to recall the units of insulin used to fill the cartridge during the load sequence. Additionally, it was reported that a cartridge alarm 1 occurred during the load sequence. A new cartridge was loaded to resolve the issues. There was no adverse impact to the customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.